Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was not working was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a hole in the hose near the muffler, the vanes were worn out causing the device to run below the operational rotations per minute (rpm) specification. The device also failed pre-test for rotational speed, loctite test and modified set screw assessment. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device had a hole in the hose near the muffler, and the vanes were worn out causing the device to run below the operational rotations per minute (rpm) specification. It was further determined that the device failed pre-test for rotational speed, loctite test and modified set screw assessment. The device was initially returned to canada because it was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.